Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular(rv) lead. There was no information immediately available. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional information becomes available.

Event description:
Additional information was received that the patient was seen in clinic and the measured values displayed normal. Lead impedance values were 600 ohms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.